Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they don't know if their stimulator, the lead, has hit a nerve in their thigh as the patient reported they keep getting a feeling "it's almost like you have a tens unit on", like they are adjusting the stimulator. Pt reported it will be there, then goes away for a couple minutes and comes back. Pt later stated it is non-stop, annoying, and constantly there. Pt stated it feels like they are adjusting their stimulator and stated it's crazy. Pt stated they will be sitting watching tv and it "just goes". Pt stated they told the nurse at urology specialist and pt stated the nurse thought it may be hitting a nerve. Pt stated it's occurring at the crease in their thigh. Agent tried to clarify if this was occurring at the top of their thigh and pt stated it's "kind of in that crease area" and it's non stop. Pt stated implant is currently on but their external equipment was not with them at the time of the call. Pt stated they tried turning therapy off for probably about 5 mins but stated it was "still there constant". Pt stated they turned therapy off and back on but when therapy was turned off it did not go away. Pt stated they tried a different program and stated it was still there. Pt stated this has probably been going on for a couple weeks and stated they have been "fiddling with it" and they were told "it might just be next to a nerve and that's what is causing that". Pt stated it's annoying as it's just a constant pulse. Recommended pt decrease stimulation or turn therapy off until pt is able to be seen by doctor. Unable to troubleshoot on the call as pt did not have external equipment with them at time of the call. On (B)(6) 2023 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient feeling erratic stimulation as well as constant stimulation is unknown. They stated that the device was turned off to rule out as an attributing issue. The pain continued with the device off so the patient was directed to their primary care doctor to find the other source for the pain. The issue is not yet resolved.